Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42530006702 - psn tib por 2 peg sz d r ¿ 62438474, 42502206002 - femur trabecular metal ¿ 62614803, 00587806535 - trabecular metal standard primary patella - 62659611. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02997.

Event description:
It was reported that the patient underwent revision surgery approximately 5 years post implantation due to pain. It was noted that the tibial component and bearing were revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the right knee arthroplasty components are anatomically aligned. There is no dislocation or fracture. There is a small amount of radiolucency along the margins of the tibial component and also the patellar component without radiographic evidence of frank component loosening. There is slight asymmetric narrowing of the medial tibiofemoral space when compared to the lateral on the ap view which may reflect liner wear. Bone quality appears mildly osteopenic. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.